Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred on the artis zeego system. During an interventional procedure the cockpit mouse froze. A restart of the system was successful and the keyboard and mouse were then again functional, however, the exam was delayed while the restart took place. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation result showed a problem with the computer mouse in the control room. This kind of failure can typically be resolved with a system restart as described in the IFU (instruction for use). If the computer mouse in the control room is inoperable, all active operational functions can be controlled from the examination room. Only "post processing" and functions in regards to patient administration cannot be performed. Additional, the computer mouse and keyboard were exchanged. The mitigation established and described for this kind of failure solved the problem.